Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 24-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned

Event description:
Halyard received a single report that referenced more than one incidents, which were associated with separate units, involving an unknown number of patients. This is the second of two reports. Refer to 8030647-2018-00018 for the first patient. This event will be reportable for two events since the quantity is unknown. However, the reporter stated ¿more than one instance.¿ it was reported that the corrugated tubing that attaches to the double swivel elbow falls off while connected to a patient. There was no reported patient injury, but it was noted that there is a safety risk. The tubing falls off when moisture and humidity is introduced to the catheter while the patient is be ventilated.